Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7079773.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.